Event description:
Product labeled in two places with different lot numbers. The potential exists that if either lot number had been implanted, and later recalled challenges could surface when needing to locate the potentially affected patients.